Event description:
It was reported that a 2l eva bag leaked. It was not specified when in the process this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available at the plant for evaluation. No defect was observed during visual inspection. The reported condition was confirmed during functional test. Leak was noticed when air was injected into the bag at a pressure of 8 psi. The assignable root cause of the reported condition is due to an incorrect assembly technique. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.